Event description:
The info provided to sjm indicated a 6f angio-seal evolution was selected for use for an arterial punctual in the right common femoral artery of an obese pt, following a coronary angiogram. The puncture was above the inferior border of the inferior epigastric artery. The pt had been administered warfarin. The deployment procedure was within normal limits. Following deployment the pt experienced pain and increased blood pressure, but soon stabilized and was sent to recovery in the intensive care unit. Several hours later, the pt experienced headaches, malaise, and a significant decrease in blood pressure. Ultrasound revealed a retroperitoneal bleed requiring surgical intervention. The angio-seal device was not located, and a hole found in the artery was closed. The pt returned to the intensive care unit following surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined.